Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe battery packs, backplane and generator drive pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error. Additional information was received from the field service engineer confirming that the system locked up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of filament regulator failures which locked up the system. The fse determined there were multiple faulty parts on the system. Fse replaced the generator backplane, filament driver board, battery pack, and performed a generator calibration to restore system functions. The actions taken by the fse to confirm, diagnose and correct the reported issue are appropriate. Based on age of the system (manufactured in 2000), this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.